Event description:
It was reported that during a bi-lateral knee surgery, the vacuum indicator on the cbc ii unit had no suction when pushed. And 600 ml of blood was discarded and a transfusion was performed on the patient with blood from the blood bank.

Manufacturer narrative:
During the investigation, the failure was confirmed and the root cause was determined to be a defective valve. A new valve from a different supplier was validated on 8/22/07. This unit was manufactured prior to the implementation of the new valve.